Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. When the pump turned back on the touchscreen was not responding to presses and the pump was unable to be unlocked. Customer reported blood glucose (bg) level was 292 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.